Event description:
It was reported patient presented in clinic left ventricular (lv) lead implant. During procedure, the lv lead failed to be inserted and became dislodged and its helix was distorted when attempted to remove. The lead was not implanted, and another was implanted on (B)(6) 2025. Patient was stable.